Manufacturer narrative:
Continuation of d10: product ID: 977d260, lot# va360dn016, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 06-aug-2029, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient had an scs trial on (B)(6) 2025. She then traveled to africa on (B)(6) 2025 and returned to have her trial leads removed on (B)(6) 2025. Apparently there was some redness at the sight of the leads so they sent her to the hospital. She apparently has an epidural abscess and is now having some leg weakness and is possibly having surgery today to deal with the abscess. She also said she forgot her antibiotics while on her trip so she did not take the antibiotics that were prescribed for her during her trial. She is in hospital and lead explanted on (B)(6) 2025. Antibiotics required.